Manufacturer narrative:
The customer¿s report of volume discrepancy could not be confirmed. No physical issues were identified with the spm; it was received in good physical condition. The incident monoject syringe and associated pcu or its event log were not received for investigation. The spm event log began an infusion at 12:59pm with the rate at 6.012ml/h with the vtbi at 3.006ml coinciding with the report that the syringe volume was recorded at 3.006ml. The syringe being used during this recorded infusion was not captured in the log data; it most likely became overwritten from continued use of the device after the reported incident. The above noted infusion was recorded to have run until the syringe empty alarm occurred at 1:29: pm. Test result showed the spm passed the asm accuracy testing and passed syringe volume testing. A root cause could not be identified during the investigation.

Event description:
It was reported that there was a syringe pump volume discrepancy. The clinician inserted an unspecified syringe into the pump leaving the driver head raised, scanned the syringe module barcode, engaged the driver head. It is not known if the clinician received the syringe selection screen and which option was chosen. Clicked the next button on the syringe module, then on the primary infusion screen the vtbi read 3.006ml available instead of 3.24ml. Nurse confirmed with another nurse that the volume in the syringe was 3.24ml. The syringe contained 3.24ml/129.6mg of ceftazidime (30mg/kg). There was no harm to the neonate patient.

Manufacturer narrative:
Concomitant medical products: monojet syringes used: 6ml (B)(4) and 12ml (B)(4). The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was a syringe pump volume discrepancy. The clinician inserted an unspecified syringe into the pump leaving the driver head raised, scanned the syringe module barcode, engaged the driver head. It is not known if the clinician received the syringe selection screen and which option was chosen. Clicked the next button on the syringe module, then on the primary infusion screen the vtbi read 3.006ml available instead of 3.24ml. Nurse confirmed with another nurse that the volume in the syringe was 3.24ml. The syringe contained 3.24ml/129.6mg of ceftazidime (30mg/kg). There was no harm to the neonate patient.